Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture thresholds. The patient was in stable condition and would continue to be monitored.